Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (362-480 mg/dl). The cause for elevated bg levels was unknown. Customer delivered boluses, administered injections, and changed the pump supplies to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.